Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe, as it is not related to the device. Deflation and use error: observed, 1 opening assessed, as surgical damage. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Healthcare professional, additionally reported, "puncture made to remove saline. It is marked with a circle". Not related to the device. "No damage to implant at all, during surgery". The device has been explanted.

Event description:
Healthcare professional additionally reported "puncture made to remove saline it is marked with a circle" not related to the device. "No damage to implant at all during surgery" . The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported "puncture made to remove saline - it is marked with a circle" - not related to the device. "No damage to implant at all during surgery" . The device has been explanted.